Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient left eye had myopic surprise, decreased visual acuity. There was no incision enlargement, suture or vitrectomy performed. Patient is stable post-op. Visual acuity pre-op (pre-initial implant): 20/100, visual acuity post-op (post-initial implant): 20/80, visual acuity post-op (post-replacement): 20/25. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.